Manufacturer narrative:
Customer service conducted troubleshooting with the customer including verifying user was washing parts according to the instructions for use; verifying the user was using dry parts when pumping; verifying user was not washing or drying tubing on the pump; verifying there was no milk back up; inspected power supply for damage and powered the device on with power supply. The customer was sent a swing maxi breast pump and return of her original pump was requested for testing/evaluation. In follow up with a complaint handler on 9/27/2022, the customer stated she had mastitis twice since using this pump and again over the weekend. Additionally she stated that the pump does not produce any milk, it stimulates the breast but then it makes her engorged and no milk is produced in the container. The customer stated that she thinks this pump just doesn't work for her. The device was returned without the customer's parts and accessories; therefore, it was evaluated with a medela lab kit on (B)(6) 2022, and it passed suction and cycle specifications. The customer's report of low suction could not be confirmed. Based on the results of our internal investigation (reference number (B)(4)),it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is 0.008% for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis. Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. However in this case, the mother¿s mastitis required prompt medical attention for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2022, the customer alleged to medela llc that she was experiencing a loud noise and low suction with her pump in style max flow breast pump. She additionally reported that she became engorged which developed into mastitis and was prescribed an antibiotic.